Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st mesh (device #2). Additional emdrs were submitted to represent the two bard/davol ventrio mesh (device #1) and ventralex st mesh (device #3). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio mesh on (B)(6) 2012 and two ventralex st meshes on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against ventrio mesh and two ventralex st meshes. It is alleged that the patient underwent surgical intervention of ventrio mesh on (B)(6) 2018 and two ventralex st meshes on (B)(6) 2019. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent injuries sustained by the patient." Attorney alleges that the patient experienced emotional distress and device was defective.